Event description:
From 03/02/98 - 11/04/98 - seven pts having insertion of pubo-vaginal sling (microvasive) developed symptoms of post-operative complications. Complications included five pts with surgical site/surgical space infections with severe pain; additionally, two pts experienced inability to void with pain, necessitating post-surgical treatment. Extensive surgical case review eliminated common source as cause of infection. Follow up by surgery director & infection control with physician revealed a common trend in erosion at the graft insertion site with reported lack of formation of scar tissue (per surgeon). Surgeon reported follow up with microvasive; stating a 7% complication rate nationally. A total of 56 pubo-vaginal slings were done from 1997-1998. 7/56 = 12.5% complication rate; 5/56 = 8.9% infection rate (procedure-specific) (surgeon reports microvasive indicates his volume is largest in this territory).